Event description:
It was reported that a home patient (hp) had a high drain 107 alarm on a homechoice (hc) device at start up. The hp used all green bags (2.5%) and normally removed 2000 ml or more per treatment. The total ultrafiltration (uf) was 2559 ml, the therapy was tidal, the tidal was 50% and the fill volume was 2500 ml. The technical service representative (tsr) explained the total uf in the programming and advised the hp to call their nurse to review the programming. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional or relevant information becomes available, a supplemental report will be submitted.